Event description:
Customer reported that a css console that was supporting a pt was apparently exhibiting a very small air leak from the primary air tank fitting. The primary air tank was replaced with a full air tank, and is operating as expected. There was no pt impact and the pt has not been switched to a backup css console. This alleged failure mode poses a low risk to the patient because the function of the reserve air system was not affected, and it does not negate the ability of the console to continue to perform its life-sustaining functions. Syncardia will conduct an eval of the css console when the pt has been transplanted.